Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be ¿hydrogel promotes bacterial growth on patient¿s skin¿. It was unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a moderate pressure injury to the patient while using arctic gel pad. The patient was placed on the device due to cardiac arrest. It was unknown what medical intervention was provided for the pressure injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a moderate pressure injury to the patient while using arctic gel pad. The patient was placed on the device due to cardiac arrest. It was unknown what medical intervention was provided for the pressure injury. Hx: patient had a cardiac arrest.